Manufacturer narrative:
A ge representative evaluated the system and repaired the cine drive connector and reloaded software. The system operates as intended.

Event description:
The customer reported the cine function is not working. No pt injury was reported.